Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station became stuck on a blue screen following a reboot performed for a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and the patient care was delayed in getting their pain medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system had software failure. A field service engineer called the customer and instructed them to shut down the device, leave it powered off for five minutes, unplug the network cable, and then reboot the device. After rebooting, the application launched successfully and displayed the normal screen. The customer was then advised to reconnect the network cable. The customer later called back and confirmed that this resolved the issue, and the drawer failure previously appearing on the device was no longer present. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.